Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the device revealed that there were deep gouges on top case, cracked right plunger case, cracked battery door and broken back plate. During run motor drive test and occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. The clutch halves were worn as a result of normal use. The right and left clutch halves were replaced. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.